Event description:
It was reported the patient presented for a routine visit, and received an alert that therapy was aborted. Review of the stored electrograms showed a pc shock command message, possible high voltage lead issue. Dft testing was performed and no anomalies were observed. The physician opted to continue to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.